Manufacturer narrative:
D10. Concomitant products: abstack30, abstack30 abs fixation device 30 tacks (lot n5b1298y); abstack30, abstack30 abs fixation device 30 tacks (lot n5b1298y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh (ipom) procedure with mesh tacking using the three devices, tacks fell into the cavity of the patient and was retrieved through a grasper. The surgical time was extended by 30 minutes or more due to the product problem, with additional time consumed in firing the tacker and retrieving the fallen tacks from the cavity. Another company¿s product was used for two leftover firings to complete the case. No patient complications have been reported as a result of this event.